Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. Reported event: an event regarding dislocation involving a mets, proximal humeral replacement (bayley walker), screw was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: a review of the product history records could not be performed as the lot / batch information was not provided. Complaint history review: a complaint history review could not be performed as the lot / batch information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Device not returned.

Event description:
As reported for the patient's left proximal humerus : "the patient had a successful surgery however has unfortunately since dislocated. We are doing an open reduction next monday ((B)(6) 2020) but the surgeon has asked for a new liner and ring for the surgery." 04dec20 - further investigation concluded the proximal humeral component pin 22440 has dislocated from the glenoid screw.